Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling cartridges with 250 units of insulin. Reportedly, the customer did not remove air from the cartridge prior to filling it with insulin. The customer¿s blood glucose level was 156 mg/dl. Reportedly, the cartridge was reloaded successfully.